Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Part of device was broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to a leveraging force that ultimately breaks one side of the jaws. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s jaw broke upon squeezing the handle and caused tissue damage to the patient while being applied at the beginning of procedure. The exposed piece of metal caused a slightly cut on patient¿s abdomen. The surgeon had to diathermy it. New device was used to complete the case. Patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s jaw broke upon squeezing the handle and caused tissue damage to the patient while being applied at the beginning of procedure. The exposed piece of metal caused a slightly cut on patient¿s abdomen. The surgeon had to diathermy it. There was no patient injury.